Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the ins never helped to control her symptoms. The patient corrected herself and reported that after the ins was implanted, she thought the ins helped and she "tried talking herself into the idea that it was working" but after 3 to 4 months - 1 year, she realized the ins wasn't helping. She had back surgery and was fine now. Patient wanted the ins removed. The patient mentioned as well that she needed to have a magnetic resonance imaging (MRI) noting she had MRI in the past for issues unrelated to the ins. No further complications were reported.